Event description:
It was reported that during a thoracoscopy, on the third reload, the device's sled was projected into the patient. It is unknown how it was first realized the piece was in the patient. The patient was taken back into the or to retrieve the piece.